Event description:
Gamma target device is broken. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to a patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the broken device is of the old design. Design changes have increased the reliability and durability of this instrument.